Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: on 2 occasions, the drains are well sited in the pleural space and can be easily flushed. The "bottle" itself was not swinging. The "bottle" was changed and no harm to the patient. The patient was stable throughout. The first event documented in MDR #3004365956-2011-00231.